Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse completed a system performance test and found that the helium (bimba) tank was not emptying completely. The fse noted that the bimba tank would need to be checked further. The evaluation is ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had an autofill failure 2 hours after the intra-aortic balloon (iab) was connected. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional information: e1-(event site state- (B)(6)).

Event description:
N/a.